Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were noted. No button error alarm was noted during testing. The insulin pump was receivedw ith a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The blood glucose reading was 11.5 mmol/l. The customer got went into water while wearing the insulin pump. It was also stated that in the past they have entered a hot tub while wearing the insulin pump. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.